Event description:
The customer tested his blood glucose using his contour meter and received a reading of 600 mg/dl. He retested using another meter and received a reading of 248 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.